Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of driveline infection could not be conclusively established through this evaluation. The device was returned to abbott for evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 2¿ and 20¿ from the pump housing. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The apical sewing ring was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned detached from the outlet elbow. The sealed outflow graft bend relief was returned secured over the sealed outflow graft, but the bend relief collar was returned separately. (B)(6) appears to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Examination of the sealed inflow and outflow conduits revealed fixed blood but no evidence of developed or laminated/denatured depositions or thrombus formations. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed the presence of fixed blood but no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted for driveline infection. Wound cultures were (B)(6) for (B)(6). Patient was started on antibiotic infusion (daptomycin and rifampin) and wound debridement was performed on (B)(6) 2019 with woundvac therapy. The patient was upgraded on the transplant list due chronic driveline infection. The patient received a transplant on (B)(6) 2019. No additional information was provided.